Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer¿s maintenance officer reported that a patient fell from the maxi move when it was used with a sling (unknown details). The fall occurred after the patient was lifted above the chair, when one of the sling clips unexpectedly detached. No injury occurred.